Event description:
During a ptca treatment procedure, the nc viva 10/3.0mm balloon ruptured at 17 atms on the initial inflation. The lesion being treated was a calcified, 90% stenoic lesion in the distal right coronary artery. A crossail 1.5/10mm balloon had been used to predilate the lesion. The nc viva 10/3.0mm balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.